Event description:
Follow-up information received indicated that the patient's loss of stimulation occurred after an unrelated medical procedure. It was also noted that the patient has peripheral vascular disease. The patient reported that due to the progression of the disease, he may possibly need another surgery and has not followed up on the loss of stimulation issue. The patient also reported leg issues related to his disease that has prevented him being able to transport himself which resulted in missing pain injections per cardiologist guidelines. The patient has had contact with his physician and is working with their office to schedule an appointment for a device check. The patient will also be contacting patient advocate foundation to get transportation assistance. No other patient outcome has been reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.

Event description:
Additional information received reported the device "stopped functioning." It was noted that the patient had cancelled three of his previously scheduled appointments. In 2003 the physician "botched the job" during implant and the patient had to have it "re-done" twice. Three days following the second revision, the patient suffered two mini-strokes. The neurostimulation system "never did work correctly." The patient experienced an increase in leg pain and believed the neurostimulator was depleted. The patient had concerns regarding surgery and his medication, coumadin. The patient was scheduled to see his physician on (B)(6)-2012. Additional information received reported the battery was depleted. A power-on-reset (por) condition had occurred and showed up to 90% depletion. Impedance measurements were not taken. The neurostimulator was turned on and reprogrammed, but the system shut down within 10 minutes after reprogramming. The patient was going to be referred to a surgeon for battery replacement, and was also going to see a cardiologist regarding blood thinners and severe cardiovascular compromise.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had stopped functioning as the patient had lost the stimulation sensation 2 weeks after having had an implantable cardioverter defibrillator implanted. The patient had lost therapeutic effect. The patient had been unable to follow-up on the issue as he had a separate medical condition that was being addressed and had affected the patient's leg, causing transportation issues. The patient had had appointments scheduled for (B)(6) 2011, (B)(6) 2012, and a third unknown date and had cancelled all off them. Later, the patient's initial implant procedure in the year of 2003 was said to have been "botched." The patient had had to have the implant "re-done twice." After the second "re-do" the patient had suffered 2 "mini-strokes" 3 days after the revision surgery and the patient's hand was "crippled" as a result. The spinal cord stimulation (scs) had never worked correctly. The patient was having an increase leg pain and believed that the implantable neurostimulator (ins) was dead. After meeting with a manufacturer representative it was determined that the patient's battery was depleted and a power on reset (por) had occurred, showing up to 90 percent depletion. The manufacturer representative had been able to turn the system on and reprogram it, showing that the patient could get stimulation. The system was then shut down within 10 minutes after having programmed it. The patient was going to get a referral to a surgeon for a battery replacement. It was later reported that the stimulation therapy had never been effective and had never been in the correct location, which was the patient's lower back. However, the patient did use "channel 1" to treat pain in the right leg. The stimulation was in the wrong location as it had always been below the waist and down to the toes. A manufacturer representative had never been able to program the stimulation to be in the patient's lower back. The patient had had an increase in pain in the lower back. A healthcare provider (hcp) had performed a "discogram" and had found the source of the patient's back pain and marked the location on an x-ray. The patient assumed that the location of the source of the pain was the location of the lead placement. The patient was not interested in following up with anyone in an attempt to resolve the issues as the patient was fearful that he would suffer the same or worse adverse events.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient stopped feeling stimulation about two weeks after an implantable cardioverter-defibrillator placement. It was reported that the patient had a loss of therapeutic effect and an increase in pain. Additional information has been requested, but was not available as of the date of this report.